Event description:
Water supply issue was reported on the device , noted the nozzle at the tip is clogged and not enough water is supplied. The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported. Device evaluation found the device nozzle clogged with foreign material. This report is being submitted for nozzle clogged with foreign material ( insufficient cleaning (handling problems).

Manufacturer narrative:
The subject device was evaluated. Device inspection found the nozzle clogged with foreign material. Due to clogging of nozzle, water supply volume does not meet the standard value. Due to clogging of nozzle, air supply volume does not meet the standard value. The reported issue of "water supply issue ,nozzle at the tip is clogged and not enough water is supplied" was confirmed. Furthermore, the following defects were identified during device inspection: scope connector has crack, due to crack watertightness is lost. Stretched angle wire observed. Due to wear of angle wire, the play of up/down (u/d) knob is out of the standard value. Adhesive on a-rubber has a chip. Switch 3 has wear. Adhesives around objective lens has white-clouded area. Adhesives around light guide lens has white-clouded area. Connecting tube has a cut and has discoloration. Protector of universal cord on control section side has a scratch. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : facility staff was able to clean, disinfect, and sterilize the product before requesting repair. Facility cannot tell when a foreign object adhered to the endoscope- facility noted ¿there is a high possibility that residues from the colon examination remain in the duct and solidify¿. Precleaning : time lag between the end of clinical use and the start of pre-washing- noted unknown supply water and air to the air/water nozzle noted unknown. Problems with the accessories used for reprocessing- noted unknown. Submerging the endoscope in cleaning solution ¿ noted unknown device manual cleaning - wiped/brushed the air/water nozzles with gauze, brush/ sponge and sent liquid to the air/water nozzle. Concerns about reprocessing- no response, noted ¿use kaigen washing machine (wm-sii. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and got clogged. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed but it was noted that reprocessing was not performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.